Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: 2 ml/hr. Procedure: IV infusion. Cathplace: IV. (B)(6). Fast flow was reported, the pump infused in 24 hours instead of 48 hours. There was no adverse event.

Manufacturer narrative:
Method: it was reported that no sample will be returned for eval and investigation. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Conclusions: without a sample no conclusion can be drawn. If additional info pertinent to this complaint or the sample is received, a follow-up report will be filed. The defect mode, fast flow, is being further investigated. The investigation reference number is: 37864 (event). Cautions for easypump lt: (1303046g). Actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate, filling the pump more than nominal results in slower flow rate, temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easy pump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degrees c/88 degrees f) and the tubing should be under the pt's clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degrees c/68 degrees f), delivery time will increase approximately by 25%.